Event description:
The customer stated she was hospitalized for low blood glucose levels. The customer stated she had been having low blood glucose levels for one week prior to the hospitalization. The customer also stated she had a CT scan done prior to the hospitalization and she did not remove the pump during the procedure. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as the device has not yet been evaluated. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.